Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited high pacing impedance and loss of capture. The lead was not used. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.